Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The mother reported that the blood glucose device gave normal readings during a hyperglycemic event. The mother alleged that for the past two weeks the daughter had received normal, in range, blood glucose levels (exact values not provided) and therefore had stopped taking her insulin. On wednesday, (B)(6) 2025, the user experienced elevated blood glucose symptoms of fatigue and loss of energy. The blood glucose result received at this time was not provided, however no action was taken and no insulin was given. On thursday, (B)(6) 2025, the user went to the pharmacy and compared her readings to the professional pharmacy meter. The user received the following results within 15 minutes: 121 mg/dl (performa) and 400 mg/dl (pharmacy meter). The user displayed symptoms of fatigue, ketoacidosis, and slurred speech and was taken to the hospital. At the hospital the user was admitted into the ICU and was treated with insulin and saline. The blood glucose results obtained at the hospital were not provided. The user was hospitalized in the ICU for four days. It was discovered that the user removed her test strips from their original vial, and was storing them in an old vial (lot. 670503) with an expiry date of 02/29/2024. Therefore, the current strip lot number and expiry date was unknown; as the new/empty vial was discarded. Educated the mother that improper storage can lead to inaccurate results. At the time of the call the user was home and fully recovered.